Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. An x-ray was performed and identified a lead fracture. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.